Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an e315 scope error. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was an e315 error that caused there to be no image, the gap of the up/down knob was out of standard, there was leakage due to deformation of the up/down knob and the right/left knob, the light guide bundle was in poor condition, the adhesive of the bending section rubber was broken, the connecting tube was crumpled, switch 1 was worn, the scope cover was deformed, there was corrosion at the control part due to leakage, there was corrosion at the scope connector due to leakage, and there was corrosion at the scope connector cover unit due to leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be established. However it was discovered that there was liquid leakage due to a deformed of the angulation control knob which corroded the control section, the scope connector, and caused the water detection sticker to be discolored. As a result, error message was displayed. User may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·general policy - precautions - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Correction to e2, e3, g2 for reporters title. Olympus will continue to monitor field performance for this device.